Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no delivery alarm from the reservoir. The patient's blood glucose of the time was 136 mg/dl. The customer stated that he put in a new reservoir and it alarmed no delivery. The customer stated that the alarmed occurred during the fill tubing process. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that the insulin did not exit. The customer stated that he was not able to get insulin to come out manually with the plunger. The customer was advised to change out the infusion set.